Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis. During analysis, the reported issue was not able to be verified. Service replaced the software as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical ms3 pump exhibited alarm despite no issue. It was also reported that sites and tubing were replaced but the pump still alarmed. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Event description:
Information was received indicating that a smiths medical ms3 pump exhibited alarm despite no issue. It was also reported that sites and tubing were replaced but the pump still alarmed. Event occurred during use with patient. No adverse effects were reported.